Event description:
Hospital alleged that during use on a patient an overinfusion occurred. It was noted that the device was being used in the controller mode and the medication infused over 18 hours instead of the expected 24 hours. There was no patient injury or consequence.